Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
B5.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, customer was instructed to reset pump to clear malfunction alarm. There was no adverse impact to the customer¿s blood glucose level.